Manufacturer narrative:
Product investigation summary: the following device(s) were received: cannulated t8 stardrive screwdriver shaft (part 03.226.004 / lot 2453756). The screwdriver shaft was received with a piece of the stardrive tip broken off. The broken fragment was not returned. The remainder of the device is relatively undamaged, with only minor cosmetic scratches and marks consistent with use. It is unknown what caused the complaint condition, but it is possible that the broken portion of the shaft was subjected to excessive torque during insertion due to the screwdriver not being fully seated into the recess of the screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The device is part of the 2.4mm and 3.0mm headless compression screws set and is used for inserting and removing 2.4mm and 3.0mm headless compression screws (hcs). The proper use and maintenance for the device is addressed in the technique guide. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history record review: manufacturing site: (B)(4) - manufacturing date: march 27, 2009. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Unintended intraoperative x-ray that was taken due to screwdriver breakage. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records will be requested based upon the lot number noted when the device was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver broke during an open reduction internal fixation (orif) procedure of a talus on (B)(6) 2015. The surgeon was inserting a headless compression screw when a "crunch" was heard. The screwdriver was backed out and an x-ray was taken. The image showed that the screwdriver shaft had broken. Forceps were used to remove the fragment. A solid t8 screwdriver shaft was then used to complete the procedure. A procedural delay of five (5) minutes was noted. No fragments retained in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.